Manufacturer narrative:
(B)(4). No product has returned, so no eval can be completed. (B)(4).

Event description:
It was reported by an eye care professional, that a pt experienced an infection in her right eye in association with contact lens wear. According to the info received, the pt inserted a new pair of contact lenses and after two hours, she felt discomfort and irritation in her right eye and had to remove the lens. On the next day she inserted another lens and felt discomfort and irritation in her right eye. As the pt suffered from severe pain along with a red eye with pus, she went to an ophthalmological emergency admission a culture of the pt's right eye was taken, which was positive for candida albicans. The treating ophthalmologist at the emergency admission prescribed the pt treatment with triflucan 50 mg/5 ml to be taken once a day for two weeks. The event has resolved and the pt will be examined again in 6 months.